Event description:
On 10/20/96, the pt was admitted to the ER after receiving multiple shocks. Lead impedance was low. During explantation, it was noticed that the lead had a fracture in it.

Manufacturer narrative:
H.6 evaluation codesresults code 100: "other" - the portion of the lead which reportedly had the fracture was not received by co. Co was unable to confirm a fracture and cannot, therefore, provide a conclusion.